Event description:
It was reported that this brady lead was attempted due to unknown product performance reason. This brady lead was replaced and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection showed helix was deformed or bent and a dried body fluid and tissue were noted in the helix housing. Furthermore, helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this brady lead was attempted due to unknown product performance reason. This brady lead was replaced and not implanted. No adverse patient effects were reported.